Event description:
The plaintiff's attorney alleged that the decedent experienced dizziness, angina, confusion and disorientation on (B)(6) 2011 after the use of the product then, a cardiovascular event and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00055, 00056, 00057 and 00058.